Event description:
Nurse found fluorouracil pump leaking before it gives to patient, pharmacy remade a new pump. Most likely leaking is caused by defective pump. Pump manufacturer: smartez pump, lot: c251341, expiration date: 12/22/2028